Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was 100mmh2o. The valve was visually inspected, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code ns9008 with lot cpjbdv, conformed to the specifications when released to stock on the 4th september 2013. No root cause could be determined as the problem reported by the customer was not confirmed. The valve functions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Before implantation, the fluid flow and fluid pressure was checked with manometer and the fluid flow was not confirmed. It was noted with pumping the device. The facility is requesting investigation if there is any problem with the valve. There were no adverse consequences to the patient.